Event description:
During a ptca treatment procedure involving a calcified and stenotic lesion in the middle portion of the lad coronary artery, the bio ranger balloon was suspected to have ruptured at 3 atm's on the initial inflation. The patient was asymptomatic during this event. The bio ranger balloon catheter was removed and replaced with another bio ranger balloon catheter to complete the procedure. A tgv guidewire (size unknown) and a cordis britetip guide catheter (size unknown) were also used in this case, but the size and type of introducer sheath and inflation device used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.